Event description:
It was reported to boston scientific corporation that an orbera intragastric balloon system was used during a balloon placement procedure on (B)(6) 2026. During the procedure, the balloon had a leak. The physician attempted to use the extraction kit to deflate and remove the balloon. There was difficulty grasping the balloon and after approximately 20 minutes, the extraction was successful using foreign body extraction forceps. A new balloon was not placed, and the procedure was not completed.

Manufacturer narrative:
Block h6 device code a150207 is being used to capture the reportable event of device difficult to remove. Block h2: correction block b1, b2,b5, h1 and h6 corrected. Block h3 the orbera balloon was returned for evaluation after the product investigation was completed. The technical analysis is ongoing. Device evaluation block h11 media analysis was completed. The documentation attached includes a video and some pictures it can be observed that the ballon-colored blue. Additionally in the video it can be seen a fluid leak of the ballon into the patient anatomy. The reported events of device fluid leak and device user device issue user error could be confirmed. However, the reported event of device difficult to remove could not be confirmed. A risk review of the orbera was completed and confirmed that the events of device fluid leak, device difficult to remove, device user device issue user error, cancelled/rescheduled post sedation/sedation unknown, prolonged episode of care and additional device required were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. There is evidence the device was improperly used per the instructions for use (IFU), which states, "the igb is placed in the stomach and filled with sterile saline". However, the balloon was observed to be colored blue. There is no evidence that there is any issue with translation, wording, or graphics of the IFU/labeling information. Based on all gathered information, the event of "device use of device issue - user error" in this event is catalogued as "failure to follow instructions" because the problems traced to the user not following the manufacturer's instructions. For the events of "cancelled/rescheduled post sedation/sedation unknown", "prolonged episode of care" and "additional device required", it happened during the procedure, and the most probable cause of this reported issue cannot be established due to lack of evidence. There is not enough evidence to determine whether the "device fluid leak", "device difficult to remove" was due to the physician's technique during the procedure or was related to a device malfunction. Without proper evaluation of the device, it remains unknown the most probable causes that contributed to the event. Also, the evidence from the product record review did not identify a potential product quality issue or new patient harm. All compiled information on this investigation determines that the most probable cause is "unable to exclude device problem".

Manufacturer narrative:
Block h6. Device code a150207 is being used to capture the reportable event of device difficult to remove. Imdrf code f1001 is being used to capture the reportable event of cancelled procedure.

Event description:
It was reported to boston scientific corporation that an orbera intragastric balloon system was used during a balloon placement procedure on (B)(6) 2026. During the procedure, the balloon had a leak. The physician attempted to use the extraction kit to deflate and remove the balloon. There was difficulty grasping the balloon and after approximately 20 minutes, the extraction was successful. A new balloon was not placed, and the procedure was not completed. It was reported methylene blue was mixed in the saline injected into the igb. However, the instructions for use (IFU) indicate that the igb is placed in the stomach and filled with sterile saline.

Manufacturer narrative:
Block h6: device code a150207 is being used to capture the reportable event of device difficult to remove. Imdrf code f1001 is being used to capture the reportable event of cancelled procedure. Block h3: the orbera balloon was returned for evaluation after the product investigation was completed. The technical analysis is ongoing. Device evaluation: block h11: media analysis was completed. The documentation attached includes a video and some pictures it can be observed that the ballon-colored blue. Additionally in the video it can be seen a fluid leak of the ballon into the patient anatomy. The reported events of device fluid leak and device user device issue user error could be confirmed. However, the reported event of device difficult to remove could not be confirmed. A risk review of the orbera was completed and confirmed that the events of device fluid leak, device difficult to remove, device user device issue user error, cancelled/rescheduled post sedation/sedation unknown, prolonged episode of care and additional device required were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. There is evidence the device was improperly used per the instructions for use (IFU), which states, "the igb is placed in the stomach and filled with sterile saline". However, the balloon was observed to be colored blue. There is no evidence that there is any issue with translation, wording, or graphics of the IFU/labeling information. Based on all gathered information, the event of "device use of device issue - user error" in this event is catalogued as "failure to follow instructions" because the problems traced to the user not following the manufacturer's instructions. For the events of "cancelled/rescheduled post sedation/sedation unknown", "prolonged episode of care" and "additional device required", it happened during the procedure, and the most probable cause of this reported issue cannot be established due to lack of evidence. There is not enough evidence to determine whether the "device fluid leak", "device difficult to remove" was due to the physician's technique during the procedure or was related to a device malfunction. Without proper evaluation of the device, it remains unknown the most probable causes that contributed to the event. Also, the evidence from the product record review did not identify a potential product quality issue or new patient harm. All compiled information on this investigation determines that the most probable cause is "unable to exclude device problem".

Event description:
It was reported to boston scientific corporation that an orbera intragastric balloon system was used during a balloon placement procedure on (B)(6) 2026. During the procedure, the balloon had a leak. The physician attempted to use the extraction kit to deflate and remove the balloon. There was difficulty grasping the balloon and after approximately 20 minutes, the extraction was successful. A new balloon was not placed, and the procedure was not completed.